Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), a ruby coil, a non-penumbra microcatheter and a guidewire. During the procedure, the physician placed a ruby coil in the target location. The physician then advanced the pod pc in the target location; however, the physician was not satisfied with the pod pc placement. Subsequently, while retracting the pod pc, the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using a non-penumbra coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the distal tip of the pusher assembly was fractured inside the returned non-penumbra microcatheter, and the embolization coil was also detached inside the microcatheter. If the pod pc is retracted against resistance, damage such as a fracture on the pusher assembly may occur. This damage likely contributed to the embolization coil detachment. The ovalization observed on the non-penumbra microcatheter likely contributed to the resistance. Further evaluation revealed that the pusher assembly was kinked in multiple locations along its length and the embolization coil had offset coil winds. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.